Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead had significant drop of lead impedance on (B)(6) 2018. The lead had intermittent atrial lead noise noted. The patient had no consequences. The physician would continue to monitor the patient.